Event description:
It was reported the customer received several alarms including a motor error alarm. Customer's blood glucose was 144 mg/dl. Customer stated the motor error alarm occurred during a bolus delivery. The customer could not recall any significant events lead to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the reset error test with no reset error alarms. Alarms were noted in the alarm history due to corrupted history files.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).